Event description:
The bloodstream recovery system was in use for collection of shed blood during ruptured abdominal aortic aneurysm repair. Approx 1100mls of shed blood had been collected in bloodstream reservoir. Upon initiation of blood transfer from collection reservoir to blood bag, the system's roller pump did not operate and the collected blood was not transfused. Banked blood was given. There was no pt injury. The operating room equipment trainer/educator at the reporting institution tested the system and was unable to duplicate the event.